Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm magna ease implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 26mm 9750tfx transcatheter valve was successfully implanted inside the 25mm valve with good results.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of late bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined.